Event description:
A precipitation was noted after 24 hours on therapy to dialysate. The temperature of the plate was 37 degrees. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. Baxter has completed a detailed investigation into the occurrence of white precipitate in solution lines associated with the use of accusol. This investigation included analysis of product samples through a variety of laboratory techniques and simulated use testing. Through this investigation it has been determined that the reported white material is precipitation of calcium carbonates. Baxter has an active team working on improving the performance of the accusol product. The investigations have determined that the ph of the solution is the primary root cause of this problem. The higher the solution ph the more likely the formation of precipitates. (B)(4). Baxter has worked with the relevant regulatory bodies on this subject and issued a caution in use notification to customers and hospitals outlining appropriate actions to take when precipitates are identified. Also, the direction insert for the product has been updated to provide additional user instructions.